Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported tpn leaked from the filter on a patient in the nicu. There was no patient harm or medical intervention. Although requested, no further patient/event information provided.